Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. As received, device had no telemetry and no output due to low battery voltage. Device image analysis showed that bvvi occurred due to multi-byte memory corruption, and this is consistent with combo ic anomaly. Actions have been taken to prevent reoccurrence. The original battery had depleted to end of life (eol) level. Analysis performed after installed new battery and reloaded product code, did not find any anomalies. Longevity assessment was performed, device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change due to the elective replacement indicator (eri). During interrogation, it was noted that the device was in backup vvi mode. The device was believed to have reached battery depletion eri which may have contributed to the backup vvi. There were no patient consequences as a result of the backup vvi. The device was explanted and replaced. The patient was stable before, during and after the procedure.